Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient reported their controller quit taking a charge since last thursday and they saw the battery empty, cannot continue, recharge the controller message repeatedly. Patient noted their implanted neurostimulator (ins) was depleted. Pt didn't have their external equipment with them to troubleshoot, but they noted the controller screen would turn on when plugged into the wall outlet without the lithium (li) battery pack inside. Agent suggested the pt call back with their external equipment to troubleshoot further. Additional information was received from the patient. Pt called back with their equipment to troubleshoot. Agent helped the pt inspect the controller battery pins, and the li battery pack contacts, but no visible damage was detected. The controller powered on when plugged into the wall without the li battery pack, but no green blinking light appeared when the li battery pack was inserted. They saw the "battery empty, cannot continue, recharge the controller" message. Agent sent an email to repair for an li battery pack.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh037431n serial# (B)(6). Product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). H3: analysis of the 97745bp battery pack (serial number (B)(6). Revealed battery out of electrical specification, scrapped due to failed cycle count should be 150 reads 494. Scrapped due to battery not charging past 93% should be at least 95%. Scrapped due to failed state of health should be >=88% reads 86%. Scrapped due to failed full charge capacity should be >1350mah reads 1302mah. No anomalies visually observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.